Manufacturer narrative:
The pk-sp generator asset was returned to the service center for evaluation. The service group confirmed the reported low output power issue. Additionally, the printed circuit board failed. The unit was inspected and tested and found the coagulation output power was low. The current software is v3.03. The housing has multiple minor scratches. A review of the error log history showed error 400 ref 26, ten times. The error is generated if a transurethral resection is saline (turis) electrode was attached and activated without a saline solution being present, or there is an electrode connection fault. A review of the service history indicates the asset generator unit was last serviced via repair on (B)(4) 2019. The cause of the failed printed circuit board and low output issues are still under investigation. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the plasma-kinetic super pulse (pk-sp) generator was not working effectively as the output power was low. There was no patient injury reported.